Manufacturer narrative:
(B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after using bd multitiest¿, erroenous results were acquired. The following information was reported by the initial reporter: the client received several times overestimated results for the absolute number of cd3, cd4 and cd8 cells. It is a center for monitoring hiv patients. Ref. No.:342447, lot: 59139. They received several-10 times higher results for determining the absolute number of cd3, cd4 and cd8 cells.

Event description:
It was reported that after using bd multitiest¿, erroenous results were acquired. The following information was reported by the initial reporter: the client received several times overestimated results for the absolute number of cd3, cd4 and cd8 cells. It is a center for monitoring hiv patients. Ref. No.: 342447, lot: 59139. They received several-10 times higher results for determining the absolute number of cd3, cd4 and cd8 cells.

Manufacturer narrative:
The following fields have been updated: d.4.-unique identifier (UDI): (B)(4). H.6. Investigation summary: based on the investigation results, the reported issue with material 342447 (multitest cd3/cd8/cd45/cd4w/trucount ce) batch 59139, complaint on overestimated results of the absolute number of cd3, cd4, and cd8, was confirmed. Investigation results that were performed on the indicated failure mode were the following: in the data provided by the customer the claim result was evaluated. The released testing results were within acceptable criteria. Retain sample was not tested since by the time of the complaint the material was already expired. Bhr for material 342447 (multitest cd3/cd8/cd45/cd4w/trucount ce) batch 59139 and subassembly 91-0482 (multitest cd3/cd8/cd45/cd4) batch 19355 was reviewed. The product met all the manufacturing specifications prior to release. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.